Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up arrow button was intermittently responsive. The reporter confirmed no noted damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012 device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2012with the following findings:the reported issue with up arrow keypad button was not duplicated during testing. All keypad buttons were found to be responsive. There was no damage found to the keypad. The keypad cover was removed and contamination was found under the button key contacts.